Event description:
The facility states that the intraocular lens was damaged by the cartridge as it was being maneuvered through the delivery system. The damage to the lens was noted after it was implanted. The lens was removed without patient injury.